Event description:
Reportable based on analysis completed on 06nov2014. It was reported that stent migration occurred. The target lesion was located in the common femoral vein. A 18x90/10fr wallstent® endoprosthesis was advanced to treat the lesion but it got snagged on either the sheath or maybe even the catheter and so upon deployment, it started to migrate. The physician was able to recapture it within the sheath and pulled it out of the body. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine. However, returned device analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned for analysis was a deployed stent only. No issues were noted with the profile of the stent other than one stent wire that was lifted at its proximal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).